Event description:
It was reported that the patient presented for a device change out procedure. Prior to the procedure, upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. The rv lead was explanted and replaced. The patient was in stable condition.